Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that they had partial display on insulin pump. The customer's blood glucose was unknown. Advised customer the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and advised to revert to back up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
After battery installation unit gave a solid white display with missing segments and vertical rainbow lines due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly.